Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 400-550 mg/dl and a correction bolus was delivered to address bg. Customer did not know cause of elevated bg. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.